Event description:
It was reported that during the initial investigation, the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The alleged product was sent to the investigation unit for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).